Event description:
The complaint/event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in. The blue clave additive port reportedly snapped off from the main burette. There was no report of human harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e initial reporter (full) phone number: (B)(6).

Manufacturer narrative:
A picture was provided by the customer illustrating a torn semi-rigid male adaptor at the clave burette connection. Additionally a used list# 142730490 plum 150 ml burette set was returned for investigation. The blue clave on the burette arrived torn at the semi-rigid male adaptor. The deformation on the area of the break was at a slight angle. The reported complaint of additive port snapping off can be confirmed. The probable cause is due to unintentional external bending force applied during use. A device history record review could not be conducted because no lot number was identified. D9 - date returned to mfg: 12aug2024.